Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented in clinic for a generator changeout, fluoroscopy revealed externalized conductors. The patient was not reported to be symptomatic. No electrical anomalies were detected. The lead was capped and replaced. The patient condition was stable. The patient will be followed normally.